Event description:
The customer reported that after a recent upgrade to the footswitch, they had problems with the cine runs and have to try 3 or 4 times to do things before it will work. No risk of injury to the pt.

Manufacturer narrative:
The ge service rep tested the cine function. He was unable to duplicate the problem with the cine function. System operates properly at this time.